Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 526 mg/dl, 145 mg/dl, 142 mg/dl and 114 mg/dl when all tests were performed within 10 mins on the advantage system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated she did not take her insulin as she normally would at this time. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.